Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer powers on device 8015 (s/n (B)(4)), with system error 133.6090. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer powers on device 8015 (s/n (B)(4)), with system error 133.6090. Assisted customer to identify problematic error location. Customer to interchange the serial I/o board assembly to isolate problem fault. Customer to repair/replace the serial I/o board assembly. If any further concerns are identified, customer will give a call back. End call.